Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The blood glucose level was 6 mmol/l at the time of incident. The customer stated that they were using manual injection at that time. Customer was advised that the insulin pump will need to be replaced. Troubleshooting was not performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.